Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue of slow charging followed by charge timeout could not be duplicated. Full functional and charge performance testing was completed with no discrepancies observed. Review of the internal device log confirmed the reported charge failure event. Analysis of the battery log suggests the battery is not being maintained as expected. The battery appears to be approaching its useful life and has been in service for approximately 5 years. Good battery management gets the most out of the life of the battery and provides indicators on when a battery should be replaced as performance deminishes over time. We suspect the battery was a factor in this customer report. The battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device internally dumped the energy after charging up to defibrillate the patient. The device also took an extended time to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.